Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow up check post recent implant procedure. Upon review, the right ventricle lead exhibited failure to capture and decreased r wave sensing. The lead was repositioned on (B)(6) 2021. Patient was stable.